Manufacturer narrative:
H3 other text : device not returned.

Event description:
This record is a consolidation of q2 2023 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative vlift expander securing mechanism fracture.